Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient with this pacemaker expired the evening of the implant procedure. It was noted that the death was related to the patient's blood pressure and that a balloon pump had been placed prior to their passing. It was also reported that this death was not device related.